Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood around the puncture site, as well as saline when it was flushed through. The following information was provided by the initial reporter, translated from french: "placement of catheter... No problem, but blood flowing around the catheter at the puncture site, also when saline is passed through the catheter. Device removed. New catheter inserted.".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood around the puncture site, as well as saline when it was flushed through. The following information was provided by the initial reporter, translated from french: "placement of catheter... No problem, but blood flowing around the catheter at the puncture site, also when saline is passed through the catheter. Device removed. New catheter inserted."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jan-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the sample. Analysis of the sample showed that a clean v-cut hole was on the catheter near to the cannula hub tip. The probable root cause for the broken catheter could be due to the catheter being cut by sharp object such as scissors during product removal from vein. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.